Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported kink was confirmed. The reported difficulty to advance and difficulty to remove were unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to the difficulty to advance or difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, patient anatomical morphology, inner diameter of guide wire lumen or guiding catheter, outer diameter of the guide wire, condition of the guide wire, condition of the guiding catheter, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and difficulty to remove the guide wire through the intravascular ultrasound (ivus) catheter. In this case, it may be possible that during advancement through the anatomy the clearance in the guide wire lumen was reduced resulting in the reported difficulty to advance and remove the command guide wire; however, this could not be confirmed. Manipulation against resistance likely resulted in the reported core kink. The additional noted kinks and bends on the guide wire likely occurred during packing for return analysis. The noted teflon coating damage likely occurred during retraction through the torque device and or other accessory device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, non-tortuous left superficial femoral artery. A non-abbott guiding sheath and non-abbott intravascular ultrasound (ivus) catheter were used with a command 14 guide wire. The guide wire and ivus faced resistance during advancement and became stuck together, and the guide wire core became kinked. The devices were removed together, and a new command guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.